Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient returned for follow up, and that there was a proximal type I endoleak identified. An intervention was performed and a 32x32x49 cuff was placed. This reportedly resolved the endoleak. Per the physician, the cause of the proximal type I endoleak is related patient anatomy of aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the proximal type I endoleak could not be conclusively determined from the post-implant 3d recon report provided. Pre-implant, films at implant, earlier post-implant films, and additional films at the time of the event were not provided for review and comparison. Anatomy information at the time of implant was unknown. Bifurcate location at implant was unknown. The 3d recon report provided showed that the bifurcate is positioned couple cm's below the renals. There appeared to be marginal proximal seal with minimal stent graft apposition to the aortic wall. Contrast was seen outside of the stent graft at the proximal aneurysm sac, from a possible proximal type I endoleak. Since the anatomy information at implant was not provided, it was unclear if there was disease progression. The 3d recon report showed that the aortic neck was severely angulated. The severely angulated aortic neck may have contributed to the proximal type I endoleak.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.